Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose level over 500 mg/dl. No other information was provided. This complaint is being reported as the patient experienced hyperglycemia and the pump was not ruled out as a cause/contributor.